Event description:
Customer reported that the hemoglobulin (hgb) test results were not reproducing for one patient sample when using the coulter act diff analyzer. The initial hgb test result was 9.1 g/dl. The laboratory's policy required retest of all samples with hgb <10 g/dl. The sample was retested twice. Erroneous test results were not reported out of the laboratory. The customer reported that the initial test result was considered correct. The sample was sent to a reference laboratory. The test results from the reference laboratory correlated with the initial test run. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On 01/23/2012, a beckman coulter field service engineer (fse) replaced the sample syringe, the diluent syringe, and the hgb lamp. Adjusted the lamp voltage, which had been out of range. Reproducibility, startup, and quality control were performed and all were within specifications.